Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A patient reported she felt the stimulation ramping up and then it turns down even though she did not have the patient programmer anywhere near the implantable neurostimulator (ins). The patient noted it happened if she was walking or if she was stretched out. The patient stated that they had a loss or change of therapy. The patient stated that therapy never worked as good as the trial. The patient stated she changed the setting and there was still no therapeutic benefit. The patient was not controlling bladder or bowel. The patient stated she had talked to the healthcare professional (hcp) about the issues and she was going to make an appointment to see the hcp and get the device reprogrammed. There were no further complications that have been reported as a result of this event. The patient is implanted for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor.